Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl. Reportedly, customer adjusted their correction factor instead of their carbohydrates ratio. Reportedly, the customer past out and fell and busted their lip open. Reportedly, emergency technicians were called and assisted customer by administering glucose and transported to the emergency room (ER) where they were subsequently hospitalized. Reportedly, the customer was treated intravenously with fluids of saline and insulin. Customer was released from hospital on (B)(6) 2022 with issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.